Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. The security of the taper interface is determined by the conditions used during femoral assembly and the exact reason for the taper separating during the revision surgery cannot be confirmed without further surgical information from the primary procedure. The absence of fretting at this interface confirms that it was stable during use.

Event description:
It was reported that patient underwent a total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to possible infection. During the revision it was noted that when the surgeon struck the femoral component with a hammer and chisel to release it from the femur, the femur taper adapter and stem separated. All components were removed and replaced with cement spacers.